Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer stated that they able to clear the alarm and not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. However, device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. No unexpected rewind anomalies. No unexpected rewind anomalies noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Device passed the displacement test and rewind test. However, device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to a33 alarm. No unexpected rewind anomalies. No unexpected rewind anomalies noted. The motor was tested outside of the device and passed.